Event description:
The customer reported that the canopy zipper had come apart from its track. There was no pt injury reported. Evaluation of the returned product found an open zipper slider body on the side front window.

Manufacturer narrative:
The product was returned for evaluation. Inspection found that the zipper slider body was open on the side front window. On panel side a, the left leg bottom cap had broken elastic. Manufacturer reference #: (B)(4).